Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2 are off the needle. The depth straw shows signs of use. The actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found the gray deployment knob will move the actuator to the end of the needle but will not lock into a pre-t1 position. It always returns to a pre-t2 position. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 implant of the fast-fix 360 could not be deployed. T1 was left secured in the patient. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.